Event description:
Related manufacturing number: 3005334138-2018-00062. During a ventricular tachycardia ablation procedure, a cardiac perforation occurred. While mapping, the patient became hypotensive and an echocardiogram was performed which revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient; however, the effusion did not resolve the patient was transferred to the cardiac surgery floor for observation where the patient stabilized not requiring surgery. Which device perforated the pericardium is not known; however, the physician believes the ablation catheter's hardness may have contributed to the perforation.

Manufacturer narrative:
The sheath deflected in both directions when actuating the steering mechanism, and deflected in the correct shape with no resistance noted. No visual anomalies were noted during inspection of the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.